Manufacturer narrative:
(B)(4). Concomitant medical products: 110018416, hdls cmpn scr 2.5x12 ns, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00323. Remains implanted.

Event description:
It was reported two trauma screws appeared to be fractured on x-ray approximately 2.5 months post-implantation. No intervention has been planned at this time. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). A summary of the investigation has been sent to the complainant. The corrections and additional information contained within this report have no effect on previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported two trauma screws appeared to be fractured on x-ray approximately 2.5 months post-implantation. No intervention has been planned at this time. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed based on the x-ray review. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Customer indicated that the product will not be returned for evaluation. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. The pain that the patient is experiencing is not related to zimmer biomet product per the surgeon.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient complained of unrelated ankle pain and underwent x-rays that appeared to show two fractured trauma screws approximately 2.5 months post-implantation. However, upon further examination and more x-rays, the screws were not fractured. Attempts have been made and additional information on the reported event is unavailable.